Event description:
(B)(6) 2023 spoke with doctors assistant. Pt presented with, irritation, redness, and photophobia each time she "cracks" the lens. Doctor does not feel this is a handling issues, as pt has worn the synergeyes kc lens for years. The past 2 years she has had lenses "cracking". She has tried artificial tears upon removal without success. Upon slit lamp evaluation, docotr noted pt had an abrasion with superficial keratitis os, (very mild and superficial), however in the past this pt has a tendency to form corneal ulcers with these episodes. She was given therapeutic treatment of maxitrol ophthalmic drops os 4 times a day and neomycin ophthalmic drops four times a day until the bottles were empty. Consultation department synergeyes. Report date from doctor's office:(B)(6) 2023 (B)(6) 2023: contact lens and product complaint form received at synergeyes. Inspection of cl: parameters measured were all within tolerance. Found cracks, smudges and cloudy skirt at surface inspection. This is consistent with care and handling. No further investigation is required. Qa department, synergeyes.